Event description:
It was reported the asymptomatic patient presented in clinic for a pacemaker implant procedure. After implant, it was observed that the pacemaker was unable to be interrogated with rf telemetry. No intervention was completed. Rf telemetry was restored later the same day. The patient was stable throughout.